Event description:
The customer reported that during routine servicing the device failed to shock at 200 joules.

Manufacturer narrative:
(B)(4). This was no patient involvement. This was noted on a service report from distributor (B)(4) dated on (B)(4) 2011. Philips received the service report from the distributor on (B)(4) 2012. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.